Event description:
It was reported that after the right ventricular (rv) lead was implanted, when the physician was closing the pocket, the needle went through the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead also indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.